Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #¿s 3005099803-2013-04481 and 3005099803-2013-04482. It was reported to boston scientific corporation that two wallflex enteral duodenal stents were implanted within the duodenum of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with pancreatic cancer. The indication for the stent placement was for treatment of a 4 cm stricture at the duodenal bulb. The patient was not undergoing any treatments or therapies, such as chemotherapy or radiation, prior to or during this event. No dilatation was performed prior to stent placement. The patient¿s anatomy was reported to be tortuous. No visible issues were noted to the device. During the procedure, a wallflex enteral duodenal stent was successfully implanted within the duodenum (the subject of MFR. Report #3005099803-2013-04482). However, the physician noticed that the stent was too short for the stricture due to the tortuous anatomy. Subsequently, a second wallflex enteral duodenal stent was implanted overlapping the first stent to fully cover the stricture (the subject of MFR. Report # 3005099803-2013-04481) . The procedure was completed with no reported issues. On a later date (exact date unknown), the patient complained of abdominal pain and returned to the hospital. A computed tomography (CT) scan confirmed that free air was present at the area where the stent was implanted. According to the physician, there was a perforation near the stents. In the physician¿s assessment, the perforation was most likely due to the increase in axial force from overlapping two stents at the area of the stricture. The ¿wait-and-see¿ approach is being used as part of the physician¿s conservative treatment for the perforation.